Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient experienced ongoing pain and swelling. The event was identified through a study database entry. The patient reported persistent pain and swelling, for which physiotherapy was prescribed. No device malfunction was alleged, and no surgical intervention was reported. The patient¿s symptoms subsequently resolved following physiotherapy. No long-term consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event remains in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient experienced ongoing pain and swelling. The event was identified through a study database entry. The patient reported persistent pain and swelling approximately two (2) years and four (4) months post-implantation, for which physiotherapy was prescribed. No device malfunction was alleged, and no surgical intervention was reported. The patient¿s symptoms subsequently resolved following physiotherapy. No long-term consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h6 this report is being submitted to update a correction in b5 and h6. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following an initial orif procedure on the ankle for a trimalleolar fracture, the patient experienced ongoing pain, swelling, and reduced range of motion approximately three (3) months post-implantation. Physiotherapy was prescribed to address the pain, swelling, and reduced range of motion. The patient's symptoms resolved following physiotherapy. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Correction to h6. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h6. Correction to h6. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.this follow-up report is being submitted to relay additional information.